Event description:
The tack endovascular system (tes) was used in a peripheral procedure in the distal common femoral artery. During use, a tack was deployed in the artery, removed the device, and performed angio. The physician wanted to place a second tack proximal to the original tack location; however, did not post dilate the first tack and pushed the tack further down the artery. The system was removed without deploying the second tack, and a balloon was used to post dilate the tack. There was no additional intervention required and no patient injury reported. This product problem is being submitted because the tack migrated. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the tes device was discarded by the facility, thus no returned product investigation was performed. Block h6: IFU intended use: -tack is indicated for use in the sfa and proximal pop arteries, and not indicated for use in the common femoral artery. IFU warning/precautions: -avoid moving tack catheter through already deployed tack implants when possible. -failure to perform a post tack implant balloon inflation may result in inadequate tissue apposition and/or inability to seat the anchors. -tack implant may cause distal embolization or migration from the site. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.